Event description:
This report is a result of a customer contacting baxter. The customer reported that after prefilling, it was alarming and would not pass the pressure test. The nurse found the filtrate port was leaking. No patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). The actual sample was received and evaluated. This complaint could not be confirmed in the lab for a leak. The leak was not duplicated under lab conditions with the returned sample. The laboratory test results did not show evidence of a pressure decay associated to possible fiber or casing leakage and, therefore, the root cause of the complaint was not determined. The sample was sent to the manufacturer for further evaluation and no issues were found. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). Evaluation of the device has begun; however, has not yet been completed. Upon completion of the evaluation a follow up medwatch will be submitted.